Event description:
The customer reported wash carousel motion errors while analyzing patient samples involving the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. The customer was able to initialize to ready mode without any other errors and used an unaffected reaction vessel pack to resolve the errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The customer was shipped a new lot of reaction vessels that was not affected by the new resin. There was no report of impact to patient results. There was no patient consequence associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. This medwatch report is related to MDR 2122870-2013-00888.